Manufacturer narrative:
Additional information was received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported by customer's mother that the pump may have a possible malfunction, which resulted in her getting 60 units of insulin. The customer was hospitalized due to insulin overdose. The customer's mother stated she was changing the site, filled reservoir with 60 units. The mother placed the reservoir into the pump to prime the tubing. When the customer's mother pressed the button to fill the cannula, she noticed the screen did not show the normal fill cannula screen. She stated it continued to fill the tube and it would not stop. She tried to exit the screen and then she removed the site from customer's body. This is when she noticed the 60 units of insulin delivered. The customer visited an endocrinologist, which performed a pump interrogation. Based on that information the mother did not prime the 60 units. In addition, they were unable to see the boluses and they cannot see exactly what happened, but they did see the 60 units went into the customer's body.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for 24 hours with the test infusion set inside the reservoir compartment and no unexpected liquid exited through test infusion set noted. The insulin pump verified insulin pump history for 60 unit's deliveries and no unexpected 60 unit's deliveries in the insulin pump history noted. The insulin pump was received with stained keypad overlay, stained back address label and minor scratched lcd window.the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer indicated via phone call that their blood glucose was low at 46 mg/dl and that hospitalization was necessary. The customer indicated that the pump may have over delivered insulin during prime. The customer was advised to monitor their blood glucose and pump .